Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific bg value was provided. It was also reported that the customer may have an issue with the pump; however, no specific pump issue was provided. Multiple follow up attempts were made to contact the customer; however, no additional information was provided.